Event description:
Patient reports stimulation felt like it has turned off on its own two times and they have had to turn it back on. Also reports stimulation feels like it gets stronger when they sit or lay down and this has become worse in the last few days; stimulation also seems to get stronger on its own. No known accident or incident related to this.

Manufacturer narrative:
(B)(4).